Event description:
A patient was receiveing chemotherapy and there was discomfort noted. It was determined to be a leak, followed up with x-ray and a precedure to remove the broken tip in ccl.======================manufacturer response for bardport with groshang catheter, bardport (per site reporter).======================information taken.